Event description:
While placing instruments in a container of cidex activated dialdehyde solution, a nurse splashed solution in her left eye. She was wearing prescription eyeglasses and did not have protective goggles over them. The msds was faxed and it was recommended that she flush her eyes with water for 15 minutes and have her eye checked, preferably by an ophthalmologist. During a follow up call the patient noted that she received medical attention, was diagnosed with a slight chemical burn in the eye but no damage. The doctor prescribed use of personal protective equipment when using cidex solution was reviewed with the nurse.